Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
It was reported that a male patient underwent a rib fixation surgery on (B)(6) 2013. During the surgery, a locking screw stripped. The surgeon discovered the screw was stripped when the screw entered the intramedullary splint in rib number eight. The surgeon attempted to remove the screw and failed. He then burred the screw out of the splint. The surgeon took out the splint and the screw and implanted a plate. It was reported that the surgery was delayed 40 minutes and was successfully completed. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted. The implant showed marks and wears of use and was bent. The thread for the locking screw was damaged. The thread 0.5 pitch x 1.0 lead as per drawing for the locking screw was damaged during use. The thread flanks were completely abraded. Due to the condition of the product, a manufacturing conclusion could not be presented.

Manufacturer narrative:
Lot#7960164.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development event evaluation was conducted. The 2.9 millimeter titanium matrixrib locking screw, self-tapping (part 04.501.022.01, lot unknown) and ti matrixrib intramedullary splint (part 04.501.011, lot 04.501.011) were returned with a complaint categories stripped for locking screw and does not fit with other parts for splint (1 piece each). The matrixrib fixation system consists of precontoured locking plates, locking screws, and intramedullary splints for the fixation and stabilization of ribs (matrixrib stable fixation of normal and osteoporotic ribs surgical technique guide). The returned screw was missing the head of the screw, as it was most likely stripped during the insertion of screw process. Additionally, the splint and screw showed signs of damage since the clinician had to burr the screw to remove it from the splint. The most probably cause of the screw being stripped was due to the fact that the locking mechanism did not lock the screw head to splint. More specifically, as the surgeon attempted to lock the screw in, the screw head stripped. From a design standpoint, the design and material are adequate for this product. It is unclear what caused the product to strip. A review of the most current revisions of the document drawings was completed. The material and design are adequate for its intended use.